Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital after experiencing multiple high voltage (hv) therapies. Upon review, the right ventricular lead and the implantable cardioverter defibrillator showed unacceptable high defibrillation threshold. The hv therapies did not convert the ventricular fibrillation so external defibrillation was required. On (B)(6) 2017, the patient received multiple therapies and one was converted. On (B)(6) 2018, the patient had another arrhythmia and the device was unable to convert despite multiple max output therapies being delivered. No intervention was performed. The patient would continue to be monitored.